Event description:
This consumer complaint was regarding a death after an implant of medtronic valiant stents. The complainant lives in china and stents were manufactured in ireland. Reference report: mw5153272.